Event description:
It was reported that a cartridge alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.